Event description:
Boston scientific received information that during the implant of this atrial lead, increased threshold measurements were obtained. In addition, diaphragmatic stimulation was experienced. During the attempts to reposition this lead, insulation damage was noted. Visual observation revealed the insulation damage broke through exposing the coils. The stylet had perforated the lead at the superior vena cava and right atrium junction. The lead was removed and replaced. No adverse patient symptoms were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed there are deformed conductor coils along with corresponding bulges in the insulation. This damage was from the stylet escaping the lumen. The lead tips and tines had no visible damage that would lead to dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.